Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. The device was interrogated and found to be functioning normally. To date, there have been no reported patient symptoms associated with this clinical observation. Additional evaluation identified a kink within the atrial lead, associated with loss of capture. A boston scientific crm technical services (ts) consultant that this observation could represent a lead fracture, but discussed that this would not be a source for the tones. Further evaluation was recommended.